Event description:
It was reported that this right ventricular (rv) lead exhibited pacing issue. As a result, physician decided to move the rv lead to left bundle branch (lbb). Patient was pacemaker dependent and the physician had difficulty getting the lbb lead into place so it was decided to go for biventricular pacing and use rv lead as a backup. Lead remains in service. No adverse patient effects were reported.